Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an intervention leia and lfsa procedure using an advance 18 lp low profile balloon catheter, the balloon ruptured upon inflation. The balloon was inflated to eight atmospheres. The balloon was not inflated within a stent. It is unknown if the balloon ruptured longitudinally or circumferentially. Blood was noted in the inflation device. Nothing detached in the patient. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following warnings to the user related to the reported failure mode: ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ the IFU also cautions, ¿the catheter is not intended for the delivery of stents.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that the patient¿s anatomy and the procedure contributed to this incident. As reported, the patient had a history of peripheral artery disease and had highly calcified anatomy. Additionally, the procedure involved post dilation of a zilver ptx stent. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: labs manager. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an intervention leia and lfsa procedure using an advance 18 lp low profile balloon catheter, the balloon ruptured upon inflation. No unintended section of the device remained inside the patient's body. No additional procedures were required due to this occurrence. No adverse effects were reported related to this occurrence. Additional patient and event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 09dec2020 and 11dec2020. The balloon was inflated to eight atmospheres. The balloon was not inflated within a stent. It is unknown if the balloon ruptured longitudinally or circumferentially. Blood was noted in the inflation device. Nothing detached in the patient.